Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that during the impedance check it showed >4000 ohms on all 4 electrodes. They re-ran the impedance check and got the same result. The rep asked the surgeon to remove the ins from the pocket, detach the battery from the lead, and clean the lead with a wet and dry sponge. They removed the bovi ground pad, and also moved the or lights out of the field. After all of that they re-ran the impedance check multiple times and got the same result. The rep asked the surgeon to remove and disconnect the battery again and rechecked the responses on the lead. Patient was responding to the stimulation as they were prior to all this, and at this point the rep came to the conclusion that the issue must be with the defective ins. They then connected an ins from their trunk stock, ran the impedance check and it came back all green check marks. The cause was unknown. The issue was resolved.

Event description:
Additional information was received from the representative. They reported that the ipg was reading impedances >4000. After troubles hooting and ruling out possible reasons for impedance it was deduced that the ipg was the cause. Device was new. Once attached to lead and impedance check completed it was showing >4000 ohms on all electrodes. A new ipg was attached and impedances were resolved

Manufacturer narrative:
H3 analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to e ngage with the connector block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.